Event description:
It was reported that an ilet user experienced an ¿unable to proceed¿ alert during fill tubing, consistent with an occlusion, and after restart and a full supply change with a new set lot, the pump piston successfully rewound and extended with a dry run and subsequent therapy resumed without further alerts; the affected component was the tubing, and the prior inset lot was noted. Symptoms included hyperglycemia with a reported blood glucose of 223 mg/dl and no other symptoms reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a communications-related problem associated with a complete blockage in the tubing during the fill process. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.